Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. Reportedly, after filling the tubing with 30 units, a cartridge change was performed. It was reported that the insulin was loaded into the cartridge without performing the air removal technique. Then, when attempting to fill the cartridge with insulin, the customer experienced resistance. The customer changed all of the supplies on the pump, and completed the load process successfully and resumed insulin delivery. The customer's blood glucose (bg) level ranged from 243-306 (mg/dl), and was addressed with multiple, correction boluses. Troubleshooting was performed with tandem technical support and upon review of the pump logs, it was found that the customer's insulin duration was set for 5 hours and maximum bolus settings was set for 10 units. However, on the previous pump the insulin duration was set to 4 hours and maximum bolus was for 20 units. The customer reported that the settings had been programmed by the health care provider (hcp) and contacted hcp to ensure the settings were accurate. During a follow-up call on (B)(6) 2017, it was confirmed that the customer's bg level returned to target.